Manufacturer narrative:
(B)(4).

Event description:
Literature: viswanathan a, phan pc, burton aw. Use of spinal cord stimulation in the treatment of phantom limb pain: case series and review of the literature. Pain practice. 2010;10(5); 479-484. Summary: the authors examined four patients between (B)(6) 2003 and (B)(6) 2008 who underwent scs implantation for intractable phantom limb pain. A retrospective chart review was performed to assess patient demographics, indications, outcomes, and complications. All patients had failed more conservative treatments and underwent preoperative psychological screening. All patients subjectively reported excellent pain relief (>80%). Reportable event: one pt (patients 2) reported a two-point decrease in their usual amount of pain using the numerical rating scale. This patient was implanted (B)(6) 2006 (at (B)(6)), during the follow-up period at 23 months, the patient developed an allergic dermatitis to the generator on (B)(6) 2008. This patient first underwent repositioning of the generator to another site on his abdomen. The dermatitis recurred however, and consequently, the patient was taken back to the operating room to encase the generator in a polyfluoroethylene pouch. The dermatitis subsequently resolved.